Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). The patient reported having experienced diabetic ketoacidosis due to tubing disconnection near the cannula while sleeping. Catheter was inserted on the flank and the patient had changed the infusion set. The infusion set was in use for one day. Pump was not bumped or dropped. No further information available.